Event description:
On (B)(6) 2011, pt reported his insertion assist plus device is hard pull up and when it is pulled it shoots out the infusion headset without even pressing the bottom blue button or the release button. Pt stated he is not holding the insertion assist plus device against anything and the infusion headsets are being inserted correctly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.